Event description:
Customer stated he obtained a 1 1/2 raised area on customer's arm after using atlast. Site also has redness about 2-3 inches around. Experiencing a lot of pain. Dr. Evaluated site and instructed to use warm compresses.